Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2g0zb); product type: 0200-lead; implant date (B)(6) 2022; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they didn't think that the ins was placed in the right place, patient said that the communicator keep telling them that the ins was working but it hadn't been working for months. Patient mentioned that the monitor kept telling them that they were with the strongest settings and they couldn't go over that but it wasn't working. Patient was having accidents after accidents and they were too upset about it. When they went to doctor's office they were not sure about what was going on with the implant, so they asked the patient to have an x-ray. Patient mentioned that the hcp found out that a lead pulled out, so they took it out and put the new one in another area in their back.